Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number. H3 other text: see h.10.

Event description:
It was reported that 30 bd ultra fine¿ nano¿ pen needles had their inner shields "melted" to their needles, and were found during use. Additionally, it was reported that the consumer could not read due to vision issues. The following information was provided by the initial reporter: consumer reported when she opened the box and opened the inner shield (blue cover) of a pen needle it was melted to the needles. Incident date (B)(6) 2019; out of 60, 30 of them has this issue. Also, she noticed the rest of the unit of the pen needles are empty caps. She buys nano needle from the local pharmacy. She cannot read, due to vision issue. They are all melted to one another.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 30 bd ultra fine¿ nano¿ pen needles had their inner shields "melted" to their needles, and were found during use. Additionally, it was reported that the consumer could not read due to vision issues. The following information was provided by the initial reporter: consumer reported when she opened the box and opened the inner shield (blue cover) of a pen needle it was melted to the needles. Incident date (B)(6) 2019; out of 60, 30 of them has this issue. Also, she noticed the rest of the unit of the pen needles are empty caps. She buys nano needle from the local pharmacy. She cannot read, due to vision issue. They are all melted to one another.